Event description:
It was reported by the customer that when using the bd pyxis¿ es server, patient details were not showed on the stations and server and error code 500 was displayed on station. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the tracing database size was 213 gb. A technical support specialist (tss) dialed into the cce, truncated the message logs table and proceeded to shrink the tracing database and cleared the contents of the search index folder and then restarted the cce services to ensure optimal performance. Tss sent an email to the customer summarizing the steps taken and recommended reducing the log retention period to 7 or 14 days to prevent similar issues. The system functioned as intended after the technical support specialist troubleshot the device. E4 initial reporter occupation: intermedic senior hcis technical specialist. D4 & h4: serial number, unique device identifier and manufacturer date not available.